Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had gas loss and it was unable to function. There was no patient harm or injury reported.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number - 2249723-2025-0002648 in your database.